Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high undefined impedance was noted on the right ventricular (rv) lead in bipolar configuration on the day of implant. The lead was explanted and replaced and with an right atrial (ra) lead. No patient complications have been reported as a result of this event.